Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to palpitations. Upon interrogation, the device was found to be in safety mode. Technical services (ts) was contacted and recommended device replacement. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced without incident. No additional adverse patient effects were reported. Device return is expected. Of note, the patient recently got a tattoo that took ten hours per day for three days to complete. The physician suspects the tattoo process was responsible for the device reverting to safety mode. It was also noted the patient had covid at the time of surgery, and the device may take longer to be returned to boston scientific since it will undergo additional sterilization.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to palpitations. Upon interrogation, the device was found to be in safety mode. Technical services (ts) was contacted and recommended device replacement. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced without incident. No additional adverse patient effects were reported. Device return is expected. Of note, the patient recently got a tattoo that took ten hours per day for three days to complete. The physician suspects the tattoo process was responsible for the device reverting to safety mode. It was also noted the patient had covid at the time of surgery, and the device may take longer to be returned to boston scientific since it will undergo additional sterilization. The device is expected to be returned but has not been received by boston scientific. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to palpitations. Upon interrogation, the device was found to be in safety mode. Technical services (ts) was contacted and recommended device replacement. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced without incident. No additional adverse patient effects were reported. Device return is expected. Of note, the patient recently got a tattoo that took ten hours per day for three days to complete. The physician suspects the tattoo process was responsible for the device reverting to safety mode. It was also noted the patient had covid at the time of surgery, and the device may take longer to be returned to boston scientific since it will undergo additional sterilization.